Event description:
Rptr had bilateral cosmetic mammoplasty with silicone gel implants in 1984. Rptr has since had post-op infection, hematoma at operative site, excessive fluid in surgical area, many open and closed capsulotomies and gel bleeding through the envelope. Rptr also c/o: blood pressure: high/low, peripheral neuropathy, demyelinating neuropathy, other neuropathy, carpal tunnel syndrome, motor neuron disease, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, atypical m-s, pain &/or burning sensation in chest, inflammation of chest, rapid deterioration of eyes, chronic swelling of extremities, chronic pain in extremities, chronic discoloration of extremities, heat or cold sensitive extremities, cold sensitive, raynaud's disease, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome, hiatal hernia, substantial hair loss not connected with medications. Frequent migraines/severe headaches, hypersensitivity to: molds, dust or pollen, unusual chronic infections, connective tissue disease, atypical lupus, sjogren's syndrome, dry-eyes, scleroderma, arthralgia, persistant joint stiffness, blood in urine, chronic cough, chronic swollen lymph nodes/lymphadenopathy, lymph nodes removed in hands, chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, muscle atrophy, fibromyalgia, myositis or polymyositis, unexplained rashes, sun sensitivity, unexplained severe itching, numerous moles, freckles, etc. Dermatomyositis. Chronic insomnia, non-restorative sleep. Thoracic outlet syndrome, chronic fatigue syndrome, long-term extreme fatigue, granulomas or siliconomas, clumsiness/drop things, misjudge distance/run into objects, and sicca.